Event description:
It was reported that during an intervention of ostial vein graft to the diagonal, a balloon burst occurred. The 90% stenosed lesion with moderate calcification was located in the saphenous vein graft to the diagonal. On the second inflation the 2.5x15mm apex monorail balloon was inflated to 18 atms and ruptured. The balloon was removed intact. The procedure was completed with a 3.5x3mm apex balloon and a promus stent. The pt status is fine with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of this complaint is user related as the device was reportedly inflated above the rated burst pressure.